Manufacturer narrative:
(B)(4): on (B)(6) 2011 the patient underwent concurrent posterior repair and perineoplasty for rectocele. It was reported post implantation the patient experienced recurrence of pain, infections, extrusion, urinary problems, bowel problems, bleeding, dyspareunia, and vaginal scarring. On (B)(6) 2011 the patient underwent a flexible cystoscopy. No additional information provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and an obturator sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence.